Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. As soon as additional information becomes available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a zimmer biomet cls spotorno stem 135 combined with competitor's (depuy) cup, insert and head in 2007. Patient is experiencing high cobalt and chrome levels. According to the provided information, the current situation reflects an off-label use. Since the exact date of implantation is unknown, it will be entered as january 01, 2007.

Manufacturer narrative:
The manufacturer did not receive devices as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a cls spotorno, stem, 135, uncemented, 7.0, taper 12/14 on the left side on (B)(6) 2007.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a (B)(6) female patient received left tha (depuy pinnacle cup, depuy ultamet head and cls spotorno stem) on (B)(6) 2007 and is experiencing high cobalt and chromium levels. Revision surgery was suggested by the surgeon but is not performed yet. Review of received data: one x-ray dated (B)(6) 2016 was received. Evidence of osteolysis at the lesser trochanter gruen zone 6-7 and also at the acetabular cup surface can be seen. Some dark lines can also be observed at distal stem medially. However, it is difficult to comment further as there is no other x-rays to compare. Furthermore, the quality of the x-ray is low. Operation protocol dated jul 2, 2007 was received. No valuable information can be extracted. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: the cls spotorno stem was combined with depuy products. This combination is not approved by zimmer biomet. IFU for femoral stems for total hip arthroplast was reviewed; it states that ¿only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com.¿ root cause analysis: root cause determination using dfmea: - metalosis, aseptic loosening due to fretting corrosion in the modular junction (taper connection) => possible: the product was not returned for investigation as it is still implanted, therefore cannot be excluded. - aseptic loosening due to insufficient primary and secondary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - aseptic loosening (stress shielding) due to incorrect distribution of load due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - aseptic loosening due to material not biocompatible => not possible: the biocompatibility specification certifies the biocompatibility of the stem. - aseptic loosening due to surgeon does not comply to surgical technique (early stability) => possible: surgeon combined the stem with competitor products which are not approved by zimmer biomet. - aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply to surgical technique => possible: surgeon combined the stem with competitor products which are not approved by zimmer biomet. Conclusion summary: received x-ray shows the existence of osteolysis and possible radioluscent lines. However, since no other x-rays were received it is difficult to comment further on these issues. Possible corrosion at the stem taper cannot be proved as the stem is still implanted and not returned for the investigation. High cobalt and chromium levels might imply wear between the head and liner, which are depuy products, while the cls stem consists of titanium material. However, based on the given information and the results of the investigation, we could identify a root cause for this issue. As the product combination is not approved by zimmer biomet, we consider the root cause as off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp(B)(4).